Event description:
A communication problem was reported. An implantable neurostimulator (ins) overdischarge was suspected, ¿the stimulator under my shoulder blade, its hard to charge so I haven¿t charged in probably a month or two, and that one has been hurting me and the doctor knows about it, its been hurting me for a couple months, I wake up in the middle of the night from pain and if I sit or lean on it poorly it hurts more and they gave an injection to the scar site probably a month ago.¿ the patient¿s other stimulator was working fine. The next day telemetry issues were reported. The ins was overdischarged and a physician mode recharge (pmr) was used to pull the ins out of overdischarge. The power on reset (por) was cleared. The patient has trouble charging this ins since implant due to placement. They are planning on moving the ins to the patient¿s buttock (on opposite side of his other stimulator). The overdischarge was noticed about 1-2 months ago. Additional information has been requested to find out the outcome of the event. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from patient. The patient reported they had a revision in 2015.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).